Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced elevated blood glucose with a reported value of 211 mg/dl after consuming multiple small bags of fruit snacks without a meal announcement while using the ilet system, and the user later returned to target range. The event involved a use error rather than a device malfunction and pertained to the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure related to missed meal announcement and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.